Event description:
Boston scientific received information from the local sales representative that this implantable cardioverter defibrillator (ICD) emitted beeping tones when elective replacement indicator (eri) was declared. The beep function was programmed off at that time. Upon arrival for the patient's scheduled change out procedure their device was emitting tones again. The device reached end of life (eol) due to their charge time. The battery voltage was 2.56 volts with a 30.7 second charge time. Boston scientific technical services (ts) was contacted and discussed that this is normal operation for the device to begin to beep after eol has been reached. The procedure was rescheduled to patient illness that is not related to their device function. No other adverse patient effects reported.

Event description:
Additional information received states that 2 days after the patient had been seen the device delivered therapy to the patient. The patient had a 230 beats per minute (bpm) when therapy was received. This ICD has now been removed from service with no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.